Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the keypad is peeling from the top of the contrast button and you can see underneath the rubber. The up arrow button is reportedly intermittently unresponsive. The patient reportedly wears the pump on a belt. There was no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported due to the allegation that the up arrow responsiveness issue occurred prior to the keypad damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.